Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery during bolus delivery and manual prime. Customer stated he thought it was the infusion set. He treated with manual insulin injection. Blood glucose value was 323 mg/dl. Customer declined to troubleshoot. Customer was advised he might need a longer cannula. Nothing further reported.